Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was then found to be working as intended.

Event description:
The customer reported, the system failed to fluoro. No report of pt injury.